Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the potted trigger assembly.

Event description:
While testing the core universal driver before a procedure, it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the core universal driver before a procedure, it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.